Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels ranging from 500 to 644 mg/dl. The cause of the high bgs was unknown. A manual insulin injection was administered and a bolus was delivered to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.